Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Customer stated that last blood glucose was 47 mg/dl today when that one happened and he got 137mg/dl recently and he had a high blood glucose on saturday that lasted until he got up to the 400 mg/dl and 500 md/dl. Customer also stated that he switched the set and he was able to get the blood glucose down. The pump will not be returned for analysis.